Event description:
The customer complained that the stator was detached from the base plate. This was found out by an x-ray examination. Therefore the surgeon decided to revise the valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.